Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of black fluid leaking, clogged channel and leak test were all confirmed. The device evaluation found strong leak in biopsy channel. There were minor scratches on distal end, the pink probe was ok. The distal end glue was cracked. Switch 1 was cut. The scope cover logo was missing. The ultrasound medical connector was corroded. Probe insulation failed aeration. Foreign material questionnaire answers provided by the customer below: 1. Did the customer clean, disinfect, and sterilize the device before sent it to olympus? 1. Yes, the scope was cleaned and disinfected. 2. Does the customer have any idea about what the foreign material is? No. 3. Was there any delay in the start of precleaning? No delay in precleaning. 4. Were there any abnormalities in the accessories used for reprocessing? No. 5. If #3 is yes or unknown; did the customer presoak the endoscope in the detergent solution? N/a. 6. Has the customer wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges? Yes. 7. Are there any other concerns about the reprocessing? No. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the doctor had trouble advancing accessories through the instrument channel of the evis exera ii ultrasound gastrovideoscope during a procedure. It was also reported that black fluid was noted leaking from the distal tip prior to the beside cleaning and leak test failed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that a black fluid was leaking from the distal tip, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. However, it is probable that foreign matter may have leaked due to a leak failure from the channel. Reprocessing was performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿·if the insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information. The customer confirmed that reprocessing is conducted properly and there is no concern. The investigation results do not change from the previous report. The event can be prevented by following the instructions for use: "chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 reprocessing workflow for endoscopes and accessories chapter 9 reprocessing the endoscope(and related reprocessing accessories)" olympus will continue to monitor field performance for this device.